Event description:
The user reported that during the scheduled removal of the stent, there was tissue growth into the stent and the physician had to pry the stent from the tissue. The stent was removed and there were no adverse effects to the pt. The stent was placed post esophagectomy to treat a fistula.

Manufacturer narrative:
Device eval - one used suspect device was returned for eval. The user did not indicate if this was the initial use of the device. A review of the device history record and complaint database could not be performed as no lot number was provided. The implant date is estimated as specific implant date was not provided. The returned device was examined visually. The complaint was confirmed. The polymer coating exhibited typical signs of chemical attack, likely caused by gastric fluids as the stent was placed to treat a fistula post esophagectomy. Add'l info about the pt is not available. A f/u report will be submitted if more info becomes available.